Manufacturer narrative:
B3: april was the reported month of the event, but the exact day was not reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette sensor was defective. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name: corrected. One device was received for evaluation. Visual and functional testing was unable to verify or duplicate the reported problem. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.